Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012, customer reported that the probe was leaking a few drops on the act diff instrument. The leak was not contained due to the leak coming from the probe tip. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found that the solenoid at valve 8 (vl8) not working properly. This caused the rinse waste to back up into the rinse block and leak out through the probe. Fse replaced the solenoid and the leak was resolved. No further leaks were reported.